Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows that the alarm powered on when tested using new batteries. The lcd display is partially visible. The hold mode light continues to stay on when weight is applied to the sensor. The hold mode did not reset as it should after 30 seconds. The fail safe feature does not work. The alarm liqui label shows evidence of moisture and one of the case screws used to hold the case together has rust. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer reported that the alarm would not power on with new batteries. There is no visible damage to the alarm. There was no patient incident or injury reported. Evaluation for the returned product shows that the alarm does power on. The fail safe feature did not function.